Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a check bg alarm, a button error alarm, an after battery change alarm, and an unresponsive keypad. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 12.3 mmol/l. The customer could not troubleshoot do to the unresponsive keypad. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing was replaced or returned.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted. No unexpected a21 alarms or button error alarms noted during testing. No blood glucose reminder anomalies noted during testing; blood glucose reminder feature functioned properly. The insulin pump passed displacement test and a21 error test. The insulin pump had cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and severely stained end cap sticker.